Event description:
A falsely elevated ctni result of 2.0 ng/ml was obtained on a serum sample. This value was reported to the physician. The physician administered cardiac medications-lipitor, lopressor and nitrostatin. The test was repeated 4 hours later with a redrawn sample and a value of 0.03 ng/ml was obtained. The original sample was then repeated after the redrawn sample was run and the following values were obtained: 0.01, 0.00, and 0.00. There were no adverse health consequences and the pt was released the same day.